Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, the console generated a fiber optic sensor failure alarm. The customer switched from the fiber optic catheter to transduce the central lumen of the balloon catheter successfully. Once the fiber optic was disconnected the message was relieved. There was no reported injury to the patient.